Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned. Visual inspection noted the lead helix was extended and dried body tissue was entwined in the base of the helix. Dried blood was noted in the helix mechanism up through the lumen. Several cuts were noted in the insulation between 208 and 275 mm from the terminal pin. The stylet insertion test failed due to the cathode coils being twisted. The lead passed electrical continuity testing confirming the conductor coils were intact. The inner insulation was torn. The helix mechanism test did not pass likely due to dry blood and body fluid in the mechanism.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) and right ventricular (rv) lead's dislodged six months post implant. Both leads were explanted and new ra and rv lead's were successfully implanted. No additional adverse patient effects were reported.